Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump which occurred after infusion set. Customer was not able to clear tone with esc / act. Customer also reported that there was no alarm on display screen. Customer removed batteries for five minutes and alarm continued when battery was replaced. Customer was advised to remove batteries for two hours and then replace. Customer was advised to call back should issue persist.